Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the unit's patient board, connector cable, u7 on the cpu board and ground cable. Unit was calibrated and safety tested to factory's specifications.

Event description:
Customer reported an issue with the passport 2 monitor, which may have affected ECG, respiration, and temperature monitoring. No patient injury was reported.